Event description:
Fractured another of my teeth, kicked out some of my fillings. Case description: an adult male consumer of unspecified age reported that he used an oral-b vitality series toothbrush. One application, frequency unknown on a daily basis on unspecified dates. After one week, the toothbrush knocked out two of his fillings and fractured another tooth. The consumer stated that the doctor he visited said that his dental hygiene was very good and there was no problem with the fillings. No medical treatment was administered. Relevant history: fillings. Concomitant medication: no info was provided. The outcome of the case was: not recovered / not resolved. No further info was provided.

Manufacturer narrative:
Lot number was not provided by the reporter therefore unable to proceed with batch retain testing.